Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the dose had been changed to 14.2 mcg/day on (B)(6) 2014. The baclofen concentration was changed from 2,000 mcg/ml to 500 mcg/ml. The cause of the symptoms was reportedly that the patient was constipated. After the baclofen concentration was decreased and her bowel progress improved, the issues resolved. The patient recovered without permanent impairment.

Event description:
It was reported that the patient was trying to be weaned off the intrathecal baclofen (itb) per the patient discretion, until the patient began experiencing symptoms. They were currently increasing the daily dose and lowering the concentration. The week prior to the report, the patient began experiencing increased tone and pruritus/itching, so on (B)(6) 2014, the patient was admitted to the hospital. The pump was accessed and 13.9cc was the expected residual volume (erv), and the actual residual volume (arv) was 14cc. The following tests were performed: chest x-ray, ¿flat plate,¿ and the reporter believed a spiral computed tomography (CT) was also done on (B)(6) 2014. They reportedly found no drug infusion system disconnects, breaks, or leaks, so no issues were found per the reporter. The patient was put on oral baclofen and periactin on (B)(6) 2014, and they diagnosed the patient with dehydration at that time. The patient was discharged from the hospital on (B)(6) 2014, and was seen by the follow-up healthcare provider (hcp) ¿last (B)(6)¿ and was taken off the oral medications. The patient began having the symptoms again on the date of the report, so the intrathecal (it) dose was increased to 141.24ug/day, and a bridge bolus was programmed because the doctor wanted the concentration lowered from 2000ug/ml to 500ug/ml. The pump system was being used to infuse lioresal (baclofen). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).